Event description:
The customer reported that the sys experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The intelligent shutdown pcb, general purpose operating system cpu pcb, uninterruptible power supply and hard disk were evaluated and replaced. The system was tested and found to be working as intended and returned to service.